Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the returned fiber identified that the fiber tip was damaged and broken. The reported event against fiber break was confirmed. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break, thus leading to weak aim beam. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, the actual level of laser energy delivered at the distal tip of an optical fiber is less than the level set on the laser system control panel. This is normal and due to energy loss as the laser beam is transmitted through the length of the fiber. Other factors that reduce the amount of energy output are excessive bends or rotations in the fiber and a damaged tip. A risk review was completed and confirmed that the event of fiber damaged/defective is defined in the risk documentation. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber failed to emit energy at all. Another fiber was opened to complete the case. There was no patient complication. After that, the fiber was returned for analysis and the investigation determined that there was found a fiber tip broken.